Event description:
Additional information received indicates the pain has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was having pain at the lead site. Surgical intervention took place in which the lead was explanted and replaced to address the issue. Therapy restored.